Event description:
The following info was reported by the pt through receipt of his medical records: on 5/21/1996 this pt was admitted to the cath lab for ptca and stenting. Three stents were successfully deployed in the pt's right coronary artery: the first one at a site just distal to the mid right coronary artery, a second stent at the mid right coronary artery and the last stent was placed just distal to the first stent. The last stent was placed only in response to a linear dissection which occurred in conjunction with aggressive post-dilitation of the two previously implanted stents. The pt subsequently experienced a periprocedural myocardial infarction (mi) and was returned to the cath lab on 5/22/1996. Angiography revealed that the cause of the myocardial infarction was an occlusion of a marginal branch. Additionally, angiography revealed a "haziness" without flow limitation in the most proximal stent. The physician interpreted the haziness to be a possible subacute stent thrombosis and, in response, he re-percutaneous transluminal coronary angioplasty'd the proximal stent. The pt was transferred from the cath lab with all stents patent and in stable condition.